Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports they, "had several devices connected and the yellow cord burned" to their adc device. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reports they, "had several devices connected and the yellow cord burned" to their adc device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage or evidence of fire was observed. No corrosion was observed. Visually inspected the returned usb charger and usb cable and no damage was observed. Performed load test on the usb charger and results were within specification range (4.75v-5.25v). Performed a continuity test on the returned usb cable using cable tester and no issues were observed. Visual inspection has been performed on the power adapter and no issues were observed. The power adapter voltage was measured to be within specification range (4.75v-5.25v). The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no eigns of damage, burn marks, or corrosion was observed. The returned battery voltage was measured, and a power consumption test was performed, and both were within specification. The reader was connected a pc and the reader placed in sleep mode. The current draw on the returned reader was within specification. Reader was also monitored under thermal camera during operation, where no abnormal hot spots were observed. There was no evidence observed that would cause fire as reported by the customer. Therefore, the issue is not confirmed. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.